Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of complaint (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice device, a high drain error 108 (night drain #8) alarm was identified in the log. The alarm occurred on (B)(6) 2013 08:06:18. This meets increased intra peritoneal volume (iipv) criteria. No further information was available.